Event description:
It was reported that during the implantation of the acetabular cup, the wire cutters required to remove the wires (looped through the cup) did not 'snap down' or 'click' to indicate that the wire had been cut. The wire was then cut again. A foreign body was subsequently noted during the post-operative x-ray and the patient was returned to surgery the next day to have a 1cm piece of wire removed.